Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical in. Is submitting a single report on behalf of (B)(4). In a f/u call to the facility, the rptr confirmed there was no adverse reaction associated with this complaint. The rptr stated the pump was set to infuse 10 mcg/hr (3 cc/hr). Approx one hr later, it was noted that the entire bottle of nitroglycerin was gone. The rptr could not confirm what settings of the pump were when the incident occurred or if the set was loaded correctly. She stated that their facility's biomed evaluated the pump and did not find anything. The rptr was not able to confirm the day or time of the incident or provide any add'l info at this time. The volumetric accuracy was tested (B)(4). The pump performed within the specifications with no free flow door closed or opened. The pump's operational log was reviewed. Per log, there's no infusion activity on (B)(6) 2013. The log review was performed for the last day the pump was used. That day is (B)(6) 2013. On (B)(6) 2013 at 10:48:51 am, the pump was turned on. At 10:48:52 am, the new therapy was selected. The tubing was confirmed by the pump, the pump at this time was ready for infusion. At 10:50:25 am, dose calculation was on. Calculation drug concentration was set of 0.2 mg/ml. New amount was set of 50 mg and new volume was set of 250 ml. New vtbi (volume to be infused) was set of 250 ml. At the same time drug library was selected with drug name was nitro50. At 10:50:36 am, new dose rate was set of 10 microgram/min and new rate was set of 3 ml/h and the infusion was started. Three seconds later, at 10:50:39 am, the infusion was stopped, 0.0 ml infused. Per the user manual, volumetric accuracy of (B)(4) is guaranteed for intervals of (B)(4). At 10:50:52 am, the infusion was restarted at the previous rate of 3 ml/h. At 2:36:02 pm, the infusion was stopped, 11.25 ml infused or 100% of expected volume. The pump was not used for the rest of the day and was turned off at 2:58:51 pm. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. It should be noted there are several mitigating mechanisms between the pump and the tubing set that prevent fluid flow if the set is loaded correctly into the pump. These include the set based free flow clip, a tomahawk value that can be released manually to remove the tubing, and the tubing's roller clamp. Per the IFU, "insert the infusion line from right to left. Make sure the line is routed straight...attach the white clip w/o twisting the line." All available info has been forwarded to the device MFR. If add'l pertinent info becomes available, a f/u report will be submitted.